Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code concerning the internal battery was found in the ventilator's downloaded error log. An additional service required code was found in the error log, this code is informational and serves as a reminder to address the initial service required code. Additionally during evaluation, the device was found to have inlet screw bosses cracked, enclosure misaligned, nurse call button pushed in, sd card door sticking and missing rubber feet. These issues are not related to the malfunction/issue. The device's internal battery was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code concerning the internal battery was found in the ventilator's downloaded error log. An additional service required code was found in the error log, this code is informational and serves as a reminder to address the initial service required code. Additionally during evaluation, the device was found to have inlet screw bosses cracked, enclosure misaligned, nurse call button pushed in, sd card door sticking and missing rubber feet. These issues are not related to the malfunction/issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.